Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in emergency room, the remote device interrogation report revealed multiple episodes of mode switches due to noise on the right atrial (ra) lead. No further intervention was made. Further information was requested but not yet available.